Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. The 75% restenosed target lesion was located in the mildly tortuous, non calcified ramus interventricularis anterior (riva) to diagonal artery. The lesion was predilated with a 2.5x20mm maverick balloon. A 2.5x28mm promus stent was then advanced to the lesion; however, when the physician attempted to inflate the stent delivery balloon to 10atms for 10 seconds it would not inflate. When the physician attempted to remove the device he experienced withdrawal difficulties. The partially expanded stent was stuck proximal to the target lesion. The 2.5x20mm maverick balloon was then advanced to the lesion, and used to redilate the promus stent and after doing so, a small dissection was found at the proximal stent entrance. A 2.5x8mm promus stent was then deployed at 8atms to treat the dissection. The procedure was successfully completed with good results and 0% residual stenosis. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.